Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the touchscreen was out of specification and the programmer needed a reconfiguration. It was also noted that there were errors in the update history, both keyboard hinges were broken, and the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing.non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a software update, the programmer was not able to print or calibrate the stylus. The programmer has been returned for service. There was no patient involvement.